Manufacturer narrative:
Date of report: 09april2019. Date received by manufacturer: 01march2019. The manufacturer¿s international service technician could not confirm the reported issue. The manufacturer¿s international service technician stated the fault is related to a hemodialysis unit and not the v60 ventilator.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. International UDI # (B)(4). Reporter: no phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported unit only loading in scuf mode. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.